Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a no audio. A device history review revealed no issues that could have caused or contributed to the reported issue. Service evaluation verified the no audio. The cause was identified to be a loose speaker the rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio. No additional information is available.